Event description:
It was reported that the iab was inserted into the patient. After initiating iabp therapy, the pump alarmed for a helium leak. The " operator" withdrew half of the balloon and there was blood in the balloon. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine"

Manufacturer narrative:
Qn# (B)(4). No serial number was reported. The serial number on the returned sample is (B)(4). The lot number (18f22k0058) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8fr rediguard. Intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was in a plastic bag within the original packaging box. Upon return, the supplied 40cc inflation driveline tubing was connected to the short driveline tubing; dried blood was noted on the exterior and interior surfaces of the inflation driveline tubing. A section of arterial pressure tubing was connected to the iabc luer. The distal end of the super arrow-flex (saf) sheath was noted at approximately 7.3cm from the iabc distal tip; liquid blood was noted in the sheath sidearm. The iabc bladder was partially withdrawn through the sheath. The one-way valve was tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. Blood was noted on the exterior surfaces of the returned iabc as well as within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0070in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The sheath was removed from the bladder towards the iabc luer end using some force. No damage or abnormalities were noted to the iabc bladder after moving the sheath. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 4.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 26.8cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 58.2cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found near the distal end of the iabc bladder. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Additionally, the returned iabc bladder was found withdrawn through the saf sheath. This indicates the iabc was not removed correctly per the instruction for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the iab was inserted into the patient. After initiating iabp therapy, the pump alarmed for a helium leak. The " operator" withdrew half of the balloon and there was blood in the balloon. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine"

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.